Event description:
As reported by the user facility: IV was started and the nurse was taping the IV down, when the nurse turned back to the pt, there was blood and the catheter was detached from the hub. Pressure applied to the site and tourniquet applied. Catheter found on ultrasound and it did not move. A cutdown was done to remove the catheter. Pt is doing well. They had some residual bruising and swelling. The pt was treated as an outpt.